Event description:
The pt underwent a face lift procedure. The physician used a 15fr drain with a 100ml reservoir. Two hours after the procedure, the device would not drain. With a syringe, the physician added water under the skin and the drain still did not work. The drain was not blocked at the flutes as they were clear when it was taken out. The reservoir worked fine as when the drain was pulled slightly outwards, so the flutes were outside the skin, air inflated the bulb. Physician took pt back into the or and inserted a 19fr drain which worked fine.